Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): great vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead from the left side, due to non-function and occlusion. The patient had stenosis in the superior vena cava (svc) region prior to procedure. Another ra lead was present on the right side, along with two right ventricular (rv) leads, present on the right and left sides, which were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, progress was made to the top of the superior vena cava (svc). Advancing through the occluded svc, the tip of the ra lead became free, but the body of the lead was still attached through the occlusion. Therefore, a tulip snare was used from a femoral approach, attaching to the distal tip of the lead. Gentle traction was applied via the snare, creating a ''rail'' (track), allowing the glidelight to advance through the svc and into the svc/ra junction. At that time, the lead began to stretch, making it difficult to track along the lead. Advancement continued, but the patient's blood pressure dropped with a pericardial effusion confirmed via transoralesophageal echocardiography (toe). Rescue efforts began, including sternotomy. The glidelight was left in place while the sternotomy was being performed, believing that the catheter might be reducing blood loss by occluding a perforation in the area. The glidelight was then removed, and a small perforation was discovered in the svc/ra junction and repaired. The ra lead was removed post-sternotomy, and the patient survived the procedure. This report captures the 16f glidelight in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.